Event description:
A (B)(6) female patient called zoll customer support to report that her battery charger was resetting. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. As received, the battery charger/modem was resetting. The cause for the resets was isolated to corrupt flash memory programming on flash memory chips u102 and u105. The root cause for the corrupted flash memory programming could not be positively identified. The battery charger/modem was fully functional after the flash memory was reprogrammed. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.